Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the problem area of the pipetter assembly. The fse replaced the tip clamp. The instrument was inspected, tested without further problem, and returned to service.